Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 5 unspecified bd devices had foreign matter during use. The following was reported by the initial reporter: "it was reported that saline was primed through 5 ports alaris tubing. First drug dexamethasone given first, once connected, air pulled out slightly at port. Noted white residue (precipitation) coming out to the syringe.   Verbatim: saline primed through 5 ports alaris tubing. First drug dexamethasone given first, once connected, air pulled out slightly at port. Noted white residue (precipition) coming out to the syrine. Brought to pharmacy, dexamethasone was clear. All tubing changed , new tubing applied. New dexamethasone given clear. Report problems to cds"